Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this lead that has been implanted for 36 years was noted to not be showing any pacing spikes. This lead was scheduled to be explanted. Additional information is being requested from the field. No adverse patient effects were reported.